Event description:
It was reported that this right ventricular (rv) lead was dislodged after a surgical procedure was performed. Moreover, it was noted that this lead exhibited high threshold. Subsequently, this lead was replaced with a new lead. No additional adverse patient effects were reported.